Manufacturer narrative:
The defective product has been requested but not received in time for this report. A follow-up investigation report will be sent when completed.

Event description:
The event is reported as: mask had no oxygen flow. When it was examined, it had a piece of plastic completely blocking the venturi adapter. No patient injury reported.